Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref # : (B)(4).

Event description:
Manufacturer's ref # : 279918.

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the returned o2 gas module did not reproduce the described customer issue. Evaluation of the received device logs could confirm the reported event. If this fault occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the fault occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.